Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the nursing staff that a lactate dehydrogenase (ldh) test had been requested and the results were extremely elevated at 2385. The pt has not exhibited any physical symptoms and his lvad pump was not shown anything either. A speed echocardiogram and plasma free hemoglobin was performed and plasma free hemoglobin was performed and pt was admitted for possible pump thrombosis. The pt is being treated with angiomax. No obstructions were visualized on the echocardiogram, but was determined that the pt will most likely undergo a pump exchange.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.